Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found the threads of the filter housing assembly had been damaged allowing water to leak out onto the floor. The technician replaced the filter housing assembly and associated o-ring, ran a test cycle, confirmed the unit to be operating according to specifications, and returned it to service. The filter housing assembly is removed and reinstalled by the user facility when changing the unit's pre-filters. The observed damage to the filter housing threads is due to excessive force or other mishandling by user facility personnel. A steris account manager offered in-service training on the proper maintenance of the system 1e processor; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury, procedure delay, or cancellation.